Event description:
It was reported to boston scientific corp that a resolution clip device was used during a colonoscopy procedure performed on (B)(6), 2009. According to the complainant, they reached the caecum and there was bleeding; a resolution clip was used to stem the bleeding. There was a lot of bend in the scope, when attempting to advance the clip out of the sheath (when down scope in caecum), and the clip would not exit the sheath despite the white handle being pushed all the way to the blue stopper at the handle end. Upon withdrawal of the clip out of the patient, the clip would be exposed from the sheath. The procedure was completed with two other resolution clips that were placed successfully. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).